Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Per customer (B)(6) 2022 - due to poor packaging and insert information, a portion of the sheath for this device was inadvertently inserted into an endoscope (pr352710), but upon removal of the device a portion was left inside the scope undetected. The scope was sterilized and utilized twice (pr354892 and pr354893) prior to extrusion of the retained fragment on the 3rd cleaning. This complaint is capturing the potential cross contamination due to a portion of the device remaining in the scope. 6.3.1.1 did any unintended section of the device remain inside the patient¿s body? If yes, please describe. 6.3.1.2 was the patient hospitalized or was there prolonged hospitalization due to this occurrence? 6.3.1.3 did the patient require any additional procedures due to this occurrence? If yes, please describe. 6.3.1.4 did the product cause or contribute to the need for additional procedures? If yes, please specify additional procedures and provide details. 6.3.1.5 has the complainant reported any adverse effects on the patient due to this occurrence? 6.3.1.6 has the complainant reported that the product caused or contributed to the adverse effects? Please specify adverse effects and provide details. 2.1 for all complaints, ask: 2.1.1 does the complaint relate to: device placement, device removal, observation prior to patient contact, 2.1.2 what was the target location for the stent? 2.1.3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. 2.1.4 *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* 2.1.5 was the wire guide lubricated prior to use? N/a, yes, no. 2.1.6 *was the wire guide inspected for damage prior to use? N/a, yes, no* 2.1.7 was the device at the center of the complaint inspected for damage prior to use? N/a, yes, no. 2.1.8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? N/a, yes, no. If yes, please indicate the procedure performed. 2.1.9 did the patient involved exhibit altered anatomy or tortuous anatomy? N/a, yes, no. 2.1.10 * if not with the device in question, how was the procedure finished?* 2.1.11 what intervention (if any) was required? 2.1.12 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 2.1.13 were any other defects observed on the device prior to return (other than the reported complaint issue? Yes, no. If yes, please detail any other defects observed. 2.2 for complaints occurring during use (once in contact with endoscope) also ask: 2.2.1 had a sphincterotomy been performed prior to this occurrence? N/a, yes, no 2.2.2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? 2.2.3 does your medical facility have a service/maintenance schedule associated with its endoscopes? N/a, yes, no. 2.2.4 please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. If other, please specify. 2.2.5 *was resistance encountered when advancing the wire guide to the target location? N/a, yes, no * 2.2.6 *was resistance encountered when advancing the introduction system in place to the target location? N/a, yes, no * how did the physician deal with this resistance? 2.2.7 how did the physician determine the length of the stent to be used for the procedure? 2.2.8 where was the stricture located in the duct? 2.2.9 *was the stricture dilated prior to placing the device?* if so, please indicate what device(s) were used. 2.2.10 *was resistance encountered when advancing the stent through the obstructed area? N/a, yes, no * 2.2.11 after placement, was stent position verified? N/a, yes, no if yes, please describe how. 2.2.12 please estimate the amount of time the stent was in place prior to this occurrence. 2.2.13 did any section of the device detach inside the endoscope or patient? N/a, yes, no if yes, please specify what section of the device broke off: 2.2.14 please indicate whether the device broke in the endoscope or in the patient. N/a, endoscope, patient 2.2.15 was the broken device retrieved? N/a, yes, no if yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 2.2.16 were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) N/a, yes, no if yes, please indicate what modifications were made: 2.2.17 please indicate why the modifications were necessary. 2.2.18 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 2.2.19 did the patient require any additional procedures as a result of this event? N/a, yes, no. 2.2.20 what intervention (if any) was required? 2.2.21 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a, same procedure, another day 2.2.22 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. If yes, please specify what was observed and where on the device it was observed.

Event description:
Supplemental follow-up report is being submitted due to the completion of the investigation on 08-nov-2022.

Manufacturer narrative:
Device evaluation: 1 x zebd-10-3 device of lot: cf1710040 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. File related to (B)(4) (emdr 3001845648-2022-00094), (B)(4) (emdr 3001845648-2022-00095) and (B)(4). Document review: prior to distribution zebd-10-3 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for lot: cf1710040 confirmed that this failure has not previously occurred with that lot number. Based on the information to date, there are no manufacturing issues associated with lot: cf1710040. It should be noted that the instructions for use states the following: "this device is intended for single sue only. Attempts to reprocess, resterilise, and/or reuse may lead to device failure and/or transmission of disease". "The positioning sleeve or the pigtail straightener is not intended for use in the accessory channel of the endoscope". There is evidence to suggest the user did not follow the IFU. Root cause review: a definitive root cause of user error can be attributed to the insertion of the shrink tube of the catheter into the endoscope. Zebd-10-3 device sets do not come with an adaptor, the shrink tube on the catheter provides the user with size compatibility information. As per input from product management, this is the most likely root cause. Summary: failure identified: device inserted incorrectly into endoscope; 1 device conformed used. Investigation findings conclude a definitive root cause of user error. Shrink tube end of catheter inserted into endoscope. This end of device provides size compatibility information and is not intended to be inserted into an endoscope. The complaint is confirmed based on customer testimony. There is no information available regarding patient outcome, however, should any new information be made available, this file will be reopened and updated accordingly. Complaints of this nature will continue to be monitored for potential emerging trends.